Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause of the oor was suspected to be due to having 3 active contacts. The oor resolved on its own independently.

Manufacturer narrative:
Continuation of d11: product ID 37601 lot# serial# (B)(4) implanted: explanted: product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the manufacture representative (rep) was calling to get a battery calculation. Left, 2v 90us 135hz therapy impedance estimate: 1012ohms. Right, 11+ 10- 9- 8- 4v 140us 135hz therapy impedance estimate 800ohms. Estimated time to elective replacement indicator (eri): 2.16 years, end of service (eos): 2.41 years. The caller provided impedance values for the right side where the bipoles were between 1200-2500ohms. The rep discussed the implantable neurostimulator replacement on (B)(6) 2019 where the battery was at eos and voltage was 2.93v at the time of replacement. It was stated, following replacement the patient was not getting out of regulation (oor). Then 4 weeks after replacement, it was stated the patient got the oor message again. The rep stated the healthcare provider (hcp) checked the integrity of the extensions during replacement and did not find any damage. They also stated they assumed the imaging and verified components did not look to be damaged. The patient's tremor control was stated to be better following replacement. It was stated the hcp, rep, and patient would meet on (B)(6) 2019. Additional information received: the manufacturer representative (rep) called to get instructions on how to conduct a file with the tablet. They stated they would follow up when downloading the file and send for analysis. Current implantable neurostimulator (ins) level was at 2.94v. The typical battery curve was reviewed. Impedance on the right side was 926 ohms and left side was 958 ohms. The patient was stated to have not seen oor on this date. It was stated they had to disconnect today, because the hcp would be doing programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the cause for the CT scans was not known, but it was confirmed to not be related to the deep brain stimulation (dbs). No cause could be determined for the second out of regulation (oor) message seen, or the elective replacement indicator (eri) at 2.87v. The initial programming used a +--- configuration on the left lead which was suspected to be contributing to the oor message. The bottom cathode (contact 0) was removed and the patient had equivalent tremor control without paresthesia. The issue was not resolved as the device was still intermittently displaying oor and eri. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had mentioned memory problems (seizure problems not related to the device). The patient said they recently had to have surgery because their old device had been showing oor and they had been dealing with it probably 6-8 months. The patient mentioned they couldn't shut off their device with the message. The patient just got out of surgery last monday where they replaced the ins. They had tried to for months and months to resolve the oor message on their old battery. They said all the rep could do was throw their hands up in the air and say they didn't know. The patient said that the rep almost immediately knew about the oor from the time the problem had started. They said they saw the reps in person and got their stitches out the day of the call. The patient put their programmer over the implant for the first time on (B)(6) 2019 and they got the doctor icon and oor on their new ins. The patient said their appointment with the doctor was months away. They explained to the patient that oor meant the device couldn't support the electrical demands it was requesting. They told the patient to call the doctor and let them know of the oor message. It was reviewed how to override the oor with the navigation button. The patient said they were getting vision problems as well. The patient said the vision problems started before (B)(6) 2019. They said they saw a neurologist and they said it wasn't neurological. They told them they needed to move on from their primary care about it. They asked if they had told the dbs doctor and the patient said they had not. Patient services told the patient to ask the dbs doctor if the oor message was related to their programming. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the rep received a call from the doctor reporting an out of regulation (oor) message on the patient programmer (pp). The rep was not with the patient or doctor and had limited information. No troubleshooting was performed. Possible causes for the oor were reviewed and a manual was sent to the caller. It was mentioned the patient has developmental delays not related to the ins. Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the impedances were normal at 0.7 volts, but the patient did have high settings. It was noted a charge density warning comes up if the physician tries to increase voltage. Voltage was reduced to remove the oor which resolved the issue. Additional information was received: it was reported that the patient got an eri message on their programmer. The caller stated that the patient began having a tingling sensation (paresthesia) 2 weeks ago, with no changes to therapy or programming changes. The patient went to see the hcp and impedances and x-ray were both normal. The voltage was reduced from 4.5 v to 2 v. The tingling went away, but the tremor control decreased. The hcp also indicated that they had a funny looking message on the patient programmer but could not recall what it was. The caller met with the patient the day of the call and the patient programmer displayed both eri and oor. The battery voltage was reading 2.86 v and the impedances were 800-1100 ohms. The caller also noticed that the right vim was programmed to 11+, 10-, 9-, 8-. The caller made multiple adjustments to the electrode configuration and contact 8 consistently stopped the paresthesia, so that was removed from the programming. A small adjustment was made to the other side and the patient was getting better therapy than previously with no tingling. After the session was exited they read the device again with the programmer and it showed eri with a battery level of 2.87 v. Historical patient records showed values of 2.85-2.87, not nearing the 2.6 v trigger point. The caller added that the x-rays showed the ins/ext, and ext/lead junctions as fully seated. The caller added that the hcp found out another hcp ordered a head x-ray in december and they were trying to determine why that was done. Technical services explained that at some point the battery would have had to detect itself at 2.6 v for multiple checks in a row to trigger eri. That condition would not go away once triggered. Possibilities for the causes of the oor and eri trigger were discussed and suggested to have the patient check the battery periodically to look for movement of voltage that would trigger an office visit. The caller stated that they were still trying to determine why the CT scan was ordered in december. The caller added that the patient never felt a shocking sensation, only a pins and needles sensation. The caller thought another possibility for the paresthesia sensation was just a normal side effect due to the titration of settings and the lowest contact (8) being active. There were no further complications reported.

Manufacturer narrative:
Product ID: 37601, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated a few days ago, they tried turning ins off and back on and started feeling stim in places that he never felt before: chest, face, burning in lip. The patient repeated again having vision problems and balance issues. In the past stim was so high that they had falls and had to turn stim down. The patient stated they have a hard time walking and seeing and wanted to know if the above are related to device. They were redirected to their healthcare provider (hcp).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.